Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered, and polarity switch occurred due to low impedance on the right atrial (ra) lead. The clinician stated that the alert happened on the same day that the patient had received an ablation. Further follow-up investigation revealed that reprogramming was performed for the ra lead, and no further issues have been observed. The lead remains in use. No patient complications have been reported as a result of this event.